Event description:
The customer contacted stryker to report that their device unexpectedly reset. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in this event.

Manufacturer narrative:
A customer quality engineer reviewed the electronic device records and was able to verify the reported issue. It was found that the batteries used during the event were manufactured in 2014 and 2020 respectively. The lifepak 15 operating instructions provides recommendations on replacing the batteries every two years. The root cause of the reported issue could not be fully determined.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device unexpectedly reset. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in this event.